Event description:
The customer reported receiving readings that were higher than she felt. In addition, the customer reported walking into a store with a friend and falling backwards. The customer indicated that she was told she passed out. The customer did not seek third party medical intervention and there was no treatment rendered. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.